Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a legal complaint concerning a patient who underwent a da vinci prostatectomy procedure. The legal complaint alleged that the patient underwent surgery on (B)(6) 2010, which resulted in damage, including a large rectal laceration with recto-vesical fistula that required intraoperative repair with sutures, a loop ileostomy and further inpatient hospitalization. The legal complaint also indicated that the patient continues to suffer from chronic abdominal pain, incontinence, multiple hernias and intestinal scarring which has required him to undergo multiple additional surgical procedures. In addition, the legal complaint indicated that due to the injuries sustained during the da vinci surgical procedure, the patient had and will continue to have multiple painful additional medical tests and procedures, physician consultations and additional surgeries and has suffered and will continue to suffer pain, loss of function, emotional distress, and permanent injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has made several attempts to contact the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. At this time, it is unknown what facility/site the reported event occurred. In addition, the details of how the patient was injured are unknown. Based on the information provided, this complaint is being reported due to the following conclusion: the legal complaint alleged that as a result of undergoing a da vinci prostatectomy procedure, the patient was injured and required additional surgical procedures. However, at this time, it is unknown if a malfunction of the da vinci surgical system caused or contributed to the patient's injury.